Manufacturer narrative:
Combination product: yes. Two days after the successful index procedure coronary angiography revealed plaque at the previously implanted orsiro stent. Aspiration was done and two additional des were implanted to cover the plaque section. For the lesion where the orsiro stent was implanted, dcb treatment was done. The hospital commented that it is unknown whether the orsiro stent caused the st or not. As a hypothesis for the reported event, a vessel injury during ivus was stated. The provided clinical information was insufficient to establish whether a device deficiency contributed to this event. However, review of the product release documentation confirmed that the device was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. Based on the provided documentation no device deficiency or manufacturing related root cause could be identified.

Manufacturer narrative:
Combination product: yes.

Event description:
An orsiro drug-eluting stent system was selected for treatment. Two days after implantation of the orsiro a stent thrombosis was detected. Treatment with drug coated balloon and iabp.